Event description:
The customer observed a false positive architect anti-hbs assay result for one patient sample. A (B)(6) result of (B)(6) was generated. The customer believes this result to be a false positive. The same sample generated a negative result on a non-abbott platform. This same patient was (B)(6) with the architect hbsag assay. There is no impact to patient management reported.

Manufacturer narrative:
No sample returns were made available from the customer site for this evaluation. A population of (B)(6) samples was tested using an in-house file sample of the architect anti-hbs assay list number 7c18-25, lot number 13250lf00. All samples returned (B)(6) results, therefore, demonstrating no specificity issue with the reagent lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hbs assay package insert contains information to address the customer's current issue. The complaint investigation has concluded that architect anti-hbs reagent list number 7c18-25, lot number 13250lf00, is performing acceptably. No product malfunction was identified and no additional issues were identified during the evaluation of this complaint.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4). This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 01l82.